Manufacturer narrative:
The device was inspected for on-site repair and one failure was found. The reported event was reproduced, and the following reportable malfunctions were identified during the device evaluation: failure of foot switch. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction, was caused by a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited a failure of the foot switch. There was no patient involvement.